Event description:
It was reported by vigilance responsible at rizzoli hospital that a patient implanted on (B)(6) 2002, underwent to a revision surgery in order to replace the worn polyethylene insert.

Manufacturer narrative:
It was noted that due to local regulations, the device would not be available before six months. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported by vigilance responsible at (B)(6) hospital that a patient implanted on (B)(6) 2002, underwent to a revision surgery in order to replace the worn polyethylene insert.

Manufacturer narrative:
An event regarding revision due to wear of a system 12 acetabular liner was reported. The event was not confirmed. Device history review: review indicated the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions: the exact cause of the event could not be determined because as further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported by vigilance responsible at (B)(6) hospital that a patient implanted on (B)(6) 2002, underwent to a revision surgery in order to replace the worn polyethylene insert.